Event description:
While inserting the final non locking screw into an ulna shortening plate, a longitudinal crack originated from the inserted screw hole in the far cortex. The screw was removed and bone graft was used to fill the crack.